Event description:
Blood was drawn from this pt and placed in a fan blood culture bottle. When the bottle was received in the lab, the bottom was noted to be yellow indicating a positive bottle. Less than 1 hr. Had elapsed from the time of collection to the time of receipt in the lab. Rptr concluded that the bottle must have been contaminated prior to inoculation. This appears to be a defective product from the MFR.